Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 419 mg/dl the day before the call. Customer declined to troubleshoot for high readings. The high blood glucose was treated with a manual injection. The product was/was not returned for analysis. The customer also reported an infusion set was not adhering to his body due to sweat. The infusion sets will be returned.